Event description:
It was reported that a patient with a 29mm unknown valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration. The valve was replaced with a 29mm 9600tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.